Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized a few years ago (no dates provided), due to high blood glucose (bg) levels (approximately 400s mg/dl), and ketones. Elevated bg values were treated via insulin drip. Tandem's technical support did not perform troubleshooting as the customer was not currently experiencing a high bg. Recommendation was made for customer to consult with their healthcare provider regarding managing high bg levels. Tandem's technical support also reached out to the customer's clinical diabetes specialist and requested further training/ assistance for the customer.